Event description:
Two needless connectors from the same multilumen central line failed to close the luer plunger when the syringes were removed. Care team relates that they were pulling back on the syringes in attempts to retrieve blood samples. Care team believes the caps came from a central line cap change kit but cannot be certain. Caps changed out with functioning product. One failed cap saved. Of note, a few similar events noted in maude that could be similar to this occurrence. Manufacturer response for multi-lumen central line, (brand not provided) (per site reporter) manufacturer sent RMA mailer for us to return the sample.